Event description:
Device report 1 of 2. Reference MFR report: 1627487-2012-04797. It was reported the receiver was no longer functioning. The physician was planning to surgically replace the receiver and possibly the lead.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.